Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery, ipsilateral approach. The 100% stenosed, de novo target lesion was located in the moderately tortuous and severely calcified below the knee. A 1.5mm x 20mm x 143cm coyote es mr balloon catheter was advanced to the target lesion. During the third inflation at 14atms a balloon rupture occurred. The coyote es mr balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
(B)(4)